Event description:
Physician was doing routine battery replacement on (B)(6)2026 when he noticed that the existing leads had eroded through the stomach. Physician closed defect in stomach wall, as well as replaced the existing leads with new ones.

Manufacturer narrative:
Patient was in for a battery replacement when it was noticed that the leads had eroded through the stomach. Leads and ipg were replaced; leads were re-positioned. Explanted devices sent to pathology and subsequently discarded onsite, therefore no analysis possible. No further action to be taken.